Event description:
Four days post transapical tavr procedure, the patient expired. Hospital medical records indicated that the patient had tolerated the index procedure well. The post deployment echo showed good function of the valve with no evidence of paravalvular leak. Postoperatively, however, the patient became hypotensive with no obvious source. Multiple vasopressors were started. The patient was then noted to have significant chest tube output. He was transfused multiple units of blood but developed acute renal failure and multiorgan failure. On pod2 he was taken to the operating room for exploratory surgery; however, no evidence of bleeding was found from the apex of the left atrium or from the intercostal space. Per report, 1l of old bloody fluid and thrombus was evacuated from the left pleural space. There was no evidence of active bleeding. The wound was irrigated with antibiotic and saline solution. The incision was then sutured closed in layers. Post procedure the patient was taken to the ICU in critical but stable condition. Post procedure echo showed no evidence of aortic regurgitation, no evidence of aortic stenosis and a normally functioning valve. Per report, the patient continued to decline. On pod5 the patient had initially begun to improve, however, subsequently succumbed to hypotension and expired after unsuccessful resuscitative efforts.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the reported post operative bleeding cannot be determined. Per report, during the exploratory surgery the physician found no evidence of bleeding from the sheath insertion site or any other location. The emergent tee reported that the valve was functioning well. There was no injury to the aorta or aortic annulus reported. The device is not available for evaluation, as it was discarded after the procedure; however, there was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.